Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("severe fatigue / very tired"), migraine ("migraine") and disturbance in attention ("loss of concentration"). At the time of the report, the abdominal pain, fatigue, migraine and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, disturbance in attention, fatigue and migraine with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-feb-2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("severe fatigue / very tired"), migraine ("migraine") and disturbance in attention ("loss of concentration"). At the time of the report, the abdominal pain, fatigue, migraine and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, disturbance in attention, fatigue and migraine with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-feb-2020. The most recent information was received on 12-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "degradation of essure rods which leached minerals such as tin into the fallopian tubes and uterus" in 2018. On (B)(6)2016, the patient had essure inserted. In 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue / very tired"), migraine ("migraine"), disturbance in attention ("loss of concentration / difficulty concentrating"), musculoskeletal pain ("muscle and joint pain"), depression ("depression") and amnesia ("memory loss"). On an unknown date, the patient was found to have uterine leiomyoma ("small leiomyoma "). The patient was treated with surgery (essure removal via hysterectomy and a salpingectomy on (B)(6)2020). At the time of the report, the abdominal pain, fatigue, migraine, disturbance in attention, musculoskeletal pain, depression and amnesia outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, depression, disturbance in attention, fatigue, migraine, musculoskeletal pain and uterine leiomyoma with essure. The reporter commented: an immunohistochemical study will be perform with cd68 with tune and horn tissues. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in 2020: nature of the sample: total conservative hysterectomy due to adenomyosis. Macroscopy: the specimen is presented in 2 fragments. It weighs 135 g and measures 105 x 50 x 50 mm. The cervix measures 32 x 45 mm. The endometrial mucosa is 2 mm thick. The uterine wall contains 1 intramural myoma measuring 3 mm along it is longest axis. When cut, the appearance is homogeneous with no remodelling. Microscopy: cervix: on histological analysis, the uterine cervix is histologically not very modified. Endometrium: the endometrium examined shows numerous glands lined with non-atypical cells. The cytogenic chorion is not very modified. Note the presence, in the muscularis, of a small leiomyoma formed by spindle-shaped cells with no cytonuclear atypia or mitosis or necrosis. Horn and uterine tube no. 1: cellular and partially calcified debris is found in the fallopian epithelium with the presence of macrophagic cells. There is no acute inflammation, no element suggestive of malignancy. Tube and horn no. 2: in these samples, we find more advanced granulomatous lesions with giant cells surrounded by polymorphic inflammatory elements. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: the follow information were added lab data, on products: stop date; on event: muscle and joint pain, depression, memory loss, small leiomyoma, difficulty concentrating was added on event loss of concentration; onset date was updated from 2019 to 2018 on events: abdominal pain, severe fatigue/very tired, migraine, loss of concentration based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.